Manufacturer narrative:
H6 medical device problem code: 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and extremely tortuous lesion in the dorsalis pedis. The command 18 guide wire was advanced with resistance noted due to the anatomy. A non-abbott balloon catheter was advanced over the guide wire however the tip had doubled over at the end through the tight stenosis. During exchange of the guide wire, resistance was met during withdrawal, force was applied, and it was noted the guide wire broke. The guide wire was not separated into two pieces therefore it was simply withdrawn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.